Manufacturer narrative:
Neither pt injury nor medical intervention was reported. The pt was being treated in the pediatric intensive care unit. The medical history of the child is status post bone marrow transplant at the age of 2 years. This admission the diagnosis was graft versus host disease with respiratory distress. Facility's registered nurse (rn), nurse mgr, was able to access the events screen, which indicated the numerous "incorrect dialysate weight alarms." After the pt had been removed from the machine, he found that the scales were out of calibration. He recalibrated the scales and the machine was returned to service. He reported that when the machine was returned there were no other "incorrect dialysate weight" alarms. Gambro technical services (gts) field rep was not called to service the machine as the customer resolved the problem by recalibrating the scales. The gambro prisma safety alert training was done on 1/25/06.